Event description:
The customer stated that the device display was blank. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.